Event description:
Related to MFR report numbers: 2183959-2012-01982 and 2183959-2012-01980. On or about (B)(6) 2008 the plaintiff was implanted with an ams sparc sling system, to treat for stress urinary incontinence and/or prolapse. The plaintiff¿s attorney alleged that, as a result of the implant, the plaintiff ¿developed significant injury, including but not limited to, one or more of the following injuries: pain, infection, worsened incontinence, urinary problems, dyspareunia, and erosion.¿ it was also alleged that the plaintiff has ¿suffered, and will continue to suffer, pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities,¿ and other damages.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.